Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka performed on and unknown date, the patient underwent a revision surgery on (B)(6) 2021 due to instability. During the surgery, the 35mm patella was replaced with a 38mm patella, and the 9mm 5-6 ps hiflex poly was replaced with a 5-6 15mm hiflex poly. No further information is available at this time. Patient outcome is unknown.

Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent a patella and poly-insert revision due to instability. Reportedly, the primary implantation data was unknown. The requested documentation had not been provided as of the date of this medical investigation. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed or concluded. The patient impact beyond the reported instability and subsequent revision with a thicker insert and larger patellar component could not be determined. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the complaint history for the listed product type revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.